Event description:
Pt presented with pain and swelling at insertion site after anterior cruciate ligament repair. Culture showed staph epidermidis present. Pt was administered vancomycin to treat the infection. Pt is to follow up with his general doctor. This device is used for treatment.

Manufacturer narrative:
It is unk if the implant was removed from the pt. DHR review revealed no issues with the sterilization of this product. Staph epidermidis is a common inhabitant of the skin. Infections reported with this organism are typically acquired in the hosp mainly through skin wounds and/or indwelled catheters. There are no other complaints for this part / lot number combination. This event is not considered a product related issue.